Event description:
A report was received that the patient was experiencing pain near the ipg site when the stimulation was on. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing pain near the ipg site when the stimulation was on. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. During the procedure, the physician elected to replace the ipg with spectra and the leads were replaced due to suspected malfunction. The physician suspected that there was a possible current leakage from the leads causing pain near the ipg when the stimulation was increased. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70 cm; model #: sc-2218-50, serial #: (B)(4), description: st linear lead, 50 cm.

Manufacturer narrative:
Additional information was received that sc-1110-02 ((B)(4)) and sc-2218-70 ((B)(4)) were not explanted. Device evaluation indicated that the ipg passed visual, electrical, performance, and photographic imaging tests performed. The possibility that the ipg could cause the pain near the ipg when stimulation was on was verified and there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not confirmed. Device evaluation of the leads indicated that the complaint of lead malfunction was confirmed. The leads exhibited pronounced kinks and fractured cables where the clik anchor sites were tightened. The possibility that the leads could cause the pain near the ipg when stimulation was on was confirmed and there was current leakage into the surrounding tissue as a result of fractured cables of the leads. The stimulation on those channels was prohibited due to the fractured cables. The root cause of the pain near the ipg could not be determined.

Event description:
A report was received that the patient was experiencing pain near the ipg site when the stimulation was on. The patient will undergo a revision.